Event description:
35 year old male admitted with a diagnosis of end stage renal disease was undergoing a shuntogram of the left forearm-av fistula. During the procedure, a small fragment of guidewire sheared off and remained in the vein. The fragment is approx 2 cm in length. A hematoma developed, causing the fistula to thrombose. After surgical evaluation, no further surgical intervention was performed. The pt had a permcath inserted, he was discharged 4/10/97.